Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having excessive air bubbles even after infusion set change. Customer's blood glucose was 180 mg/dl. Customer requested infusion sets and reservoir replacement.